Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she was on her front porch trying to go inside. The scooter allegedly tipped, allegedly throwing the consumer into the door threshold.

Event description:
Consumer alleges she was on her front porch trying to go inside. The scooter allegedly tipped, allegedly throwing the consumer into the door threshold.

Manufacturer narrative:
Per tech: no problems with chair, user error and 1 or more ramps exceeds 8 angle height. Chair is working properly.